Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 24-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with test results from results obtained of hi, 456, 458 and 516 mg/dl. The customer¿s expected fasting blood glucose test result range is 194-266 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2021 and test strips were opened week of call. During the call, a back to back blood test was performed by the customer fasting and produced test results of 569 mg/dl (using lot mx4318s) and hi (using lot mx4304s) using truemetrix meter. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 05-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; defect found on returned strips: high readings. H10: most likely underlying root cause: rc-61: storage outside specification, rc-72: vial left open for an extended period of time.